Event description:
Event description guidant received information that this flextend lead was an attempted implant. The patient's ventricle was perforated during the procedure and an epicardial lead was implanted. No other adverse events have been reported.